Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event ¿deformity of the lead insulation¿ was not confirmed. A complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the rv lead's helix could neither be retracted nor extended, which resulted in deformity of the lead insulation. Consequently, the rv lead was not used and was replaced. The patient remained stable throughout the procedure.